Event description:
This additional report is specific to the (B) (4) lead for oversensing, high resistance/impedance, and capture difficulties and filed as a supplemental MDR for this lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached depression; full lead returned in segments and analyzed. Analysis also noted there was a lead removal wire in the distal segment of the lead. Destructive analysis was performed and no visual discontinuity was observed. No anomalies found; however, visual inspection of this lead showed that the helix was distorted/bent.